Event description:
It was reported that this pacemaker exhibited a two and a half year drop in expected longevity over the course of one year. Premature battery depletion was suspected. Boston scientific technical services (ts) recommended intensified follow-up. This pacemaker remains in service at this time. No adverse patient effects were reported.